Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage when using it on the patient. A new one was used and no injury reported.

Event description:
It was reported that the doctor found cuff leakage when using it on the patient. A new one was used and no injury reported.

Manufacturer narrative:
(B)(4). The complaint reported that "the doctor found cuff leakage when using on patient. The changed new one. Involved 1 pc." Since there is no sample returned for investigation. One set of a representative sample was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample and no obvious defect was observed. The device history review shows 100% leak test was conducted and no leak product was found. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotesta and no abnormality was observed on the sample. A water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Since there was no photograph received the root cause of the leak found prior to use at the customer side could not be further verified. Hence, this complaint is not confirmed.